Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the pco2 was running high, the o2 was good. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
The actual sample was visually inspected upon receipt and no anomalies were found that could have contributed to the gas leak or insufficient gas transfer performance. Performance and circulation testing using bovine blood was conducted after the actual sample had been rinsed and dried. No anomalies were found in the gas transfer performance and the obtained values met factory specifications. A review of the device history record revealed no production related problems. A definitive root cause could not be determined, and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility provided terumo with the pump records for the event. According to the pump records, the pco2 values eventually normalized with the increases in gas flow and at 1500 the gas flow was able to be lowered from 10 liters per minute to 7 liters per minute.